Event description:
Boston scientific received information that this patient was told by an unknown individual that their right ventricular (rv) lead was not performing properly and that they might have to consider re-implanting it again. Upon clarification, the patient was unsure if this performance issue was actually related to their rv lead or their implanted pacemaker. The patient did not seem to fully understand or have clear details about this particular product performance issue and they were advised to contact their cardiologist to further discuss their concerns and questions. No further additional information about this event was made available by a company representative. As of today, the lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.